Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient experienced an ischemic stroke and passed away.

Event description:
Additional information was received that the patient remained sedated with midazolam and morphic chloride after surgery which prevented the correct assessment of the patient's level of consciousness and maintaining preserved pupillary reactivity for the first 36 hours. On the afternoon of (B)(6) 2022 the patient presented with left areactive mydriasis and a non-reactive right pupil. A neurological examination with mild sedation and without neuromuscular blockers showed an absence of oculocephalic reflexes, with a non-reactive mydriatic left pupil, a non-punctuate miotic right pupil, without eye movements, and no gag reflex. There was no wince on the nociceptive examination in the four extremities. Neurology was consulted and the fatal short-term prognosis was confirmed. Specific treatment could not be prescribed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the centrimag blood pump lot #l07731-la2, could not conclusively be determined through this evaluation. The pump was not returned for evaluation. The device history record for centrimag blood pump lot #l07731-la2 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The outside of united states (ous) centrimag blood pump instructions for use (IFU) (rev. E) list warnings and cautions regarding the use of the centrimag circulatory support system: this IFU also provides the following warnings and cautions: IFU warning #9: possible side effects include, but are not limited to: neurologic dysfunction, bleeding, and embolic phenomena. These are potential side effects with all mechanical circulatory support systems. IFU warning #15: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #1: standard anticoagulation protocols should be followed, and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.